Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's display was blank.

Manufacturer narrative:
Additional information was received that a non-medtronic 3rd party service provider inspected the device and replaced the graphic user interface printed circuit board and exhalation flow sensor. Software was successfully installed and the device passed all testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Although requested, the patient involvement information was not provided.